Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to four different freestyle lite devices. The reporter claimed obtaining blood glucose readings of ¿232 mg/dl¿ with the subject meter and ¿126 mg/dl¿ on the first freestyle device, performed within 30 minutes of each other. The reporter then alleged obtaining blood glucose readings of ¿232 mg/dl¿ with the subject meter and ¿131 mg/dl¿ on the second freestyle device, performed within 30 minutes of each other. Reporter then claimed obtaining blood glucose readings of ¿232 mg/dl¿ with subject meter and ¿136 mg/dl¿ on the third freestyle device, performed within 30 minutes of each other. Finally reporter alleged obtaining blood glucose readings of ¿232 mg/dl¿ with subject meter and ¿140 mg/dl¿ on the fourth freestyle device, performed within 30 minutes of each other. Based on statistical methodology, calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because reported issue was not resolved with troubleshooting. There was no indication that product caused or contributed to an adverse event.